Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/esophagus procedure, the jaws open and close was unable to use smoothly. The device did not lock on tissue, there was no damaged and resection needed in the tissue. They used another like device to complete the procedure. There was no patient injury.